Event description:
A retrospective post market clinical follow up study revealed that an ophthalmic scraper and spatula tips were deformed. Procedure and patient details have not been provided. Follow up to determine subject/event specifics will be performed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. Patient/event specific mdrs will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information received indicates that the customer suspects only the ophthalmic scraper was deformed and does not suspect the ophthalmic spatula tip was deformed. Hence, no further reports will be scheduled under mfg report num 3003398873-2024-00150. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.